Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. For the console (B)(4), the reported issue was not reproduced during site visit, but the check valve (cv4) was replaced and returned for analysis. The check valve failed the inspection due to presence of lubricant.

Event description:
Information received by medtronic indicated that the coaxial connector icon displayed prior to the first ablation. Issue resolved after tapping on the cv4 valve and the cryoablation procedure was completed. There were no patient complications. Reportable following revision to regulatory reporting criteria.